Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was in the process of obtaining a new tandem pump and would use multiple daily injections (mdi) as backup therapy. The pump was out of warranty, so a loaner pump was sent, and the customer was provided instructions on using the updated pump software.